Event description:
It was reported that a few days post implant this patient received three inappropriate shocks thus the device was reprogrammed from the secondary vector to the primary vector. It was noted that programming was then changed for unknown reason. In (B)(6) 2020 untreated episodes were recorded and low amplitudes noise and oversensing was evident in the secondary and primary vector. Noise was reproduced by movement maneuvers. The device was reprogrammed once again from the secondary to the primary vector. It was noted that an x-ray showed a small twist close to the xiphoidal noise and fast tissue between the electrode and sternum. No adverse patient effects were reported. This electrode remains implanted.